Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced. It was confirmed that the led on the front panel was not lit up properly. Omsc determined that the reported event was caused by a failure of the led element mounted on the front panel. The exact cause of the led element failure could not be conclusively determined, however it may have been caused by an accidental failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, some of the segments displaying the digital number of the volume indicator did not light up. There was no report of patient injury associated with the event.